Event description:
Per the clinic, the patient developed an infection (type not reported) resulting in the decision to explant the device. The device was explanted (B)(6), 2010. It is unknown whether reimplantation is planned at the time of this report.

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
Per patient's clinic, the patient was reimplanted with another device on (B)(6), 2010. This report is filed (B)(4), 2011.

Manufacturer narrative:
(B)(4).